Event description:
While the pt was lying in a supine position and was moved normally on the table into a position for x-ray, the right rear wheel caster came unscrewed and fell out, the table tipped over, and the pt fell on all fours onto the floor. The pt appeared to have no injuries, was examined by dr., the same doctor who ordered the original x-rays. No medical intervention to prevent permanent impairment was required.

Manufacturer narrative:
The incident occurred on only the table component of the system. While in use, the right rear wheel caster came unscrewed and fell off. Hosp maintenance took it upon themselves to fix the caster before a vidar rep could arrive and evaluate the situation. Because the caster had been reinstalled and the table was cleared for use by hosp personnel, no conclusion of the cause could be ascertained. Once a vidar rep arrived on site it was confirmed that the table had been fixed. Pictures were taken that revealed no clues to the cause. The table was re-checked by the rep, ensured the caster was tightened and secured with loctite, and determined that the table was in good condition. The table has remained in full use since the date of the incident.